Manufacturer narrative:
The cobas 8800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The conflicting results for the west nile virus (wnv) eqa samples containing a low viral load of 32 iu/ml are likely the result of the statistical probability of detection near the assay's limit of detection (lod).

Event description:
There was an allegation of discrepant cobas® wnv (480t) results from the cobas 8800 analyzer when testing with external quality assessment (eqa) samples. Two samples (B)(6), both containing a low viral load of 32 iu/ml, produced different results across three consecutive tests: on (B)(6) 2025, the samples generated a negative result. Test 1 (cobas 5255): negative. Repeat of the samples one hour later generated positive results (high CT values). On (B)(6) 2025, the samples generated positive results (high CT values).